Event description:
Pt alleges she has an infection and her breast implants are leaking.

Manufacturer narrative:
Explanation of missing info: 10/3/1997 - sent letter requesting further info. 10/13/1997 - sent 2nd attempt letter requesting further info. 11/21/1997 - sent 1st attempt letter to dr requesting further info. 12/5/1997 - sent 2nd attempt letter to dr requesting further info.